Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that after inserting new batteries into the insulin pump, the device alarmed unexpected restart error. The patient's blood glucose at the time of incident was 117 mg/dl. During troubleshooting the customer stated that the alarm recurred after the most recent battery change. The insulin pump was not returned for analysis.